Event description:
In this event it was reported that after use of sodium hypochlorite during a root canal therapy procedure, a pt expressed that they were in pain. The next day, the pt returned to the dentist and their face was swollen from the jaw down to the neck area. The pts' tooth had to be extracted.

Manufacturer narrative:
The dr thought that the pt may have experienced an allergic reaction to the sodium hypochlorite. However, the symptoms described are more consistent with complications arising from the sodium hypochlorite being extruded beyond the root apex. Due to the permanent loss of the tooth, this event is reportable per 21 cfr part 803. The device is available for eval, though has not been returned as of this report. Eval results will be submitted as they become available.